Event description:
A malfunction alarm was reported on the pump during use. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm persisted. Consequently, the pump, which was under warranty, was scheduled for replacement. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy and advised on how to prepare the pump for return.